Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call compromised force sensor system error alarm, moisture damage, button error alarm and motor error alarm. Troubleshooting for moisture damage was performed. Customer advised they jumped into the pool while wearing the insulin pump. Customer advised there was moisture inside the lcd screen but it went away. Customer advised they received a button error alarm followed by a motor error alarm. Customer received a compromised force sensor system error alarm in addition to the other alarms. Customer was advised that during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on the force sensor resistor. No moisture damage noted on the electronic assembly or motor assembly. Unable to test for prime, occlusion and excessive no delivery tests due to motor error alarm. Motor was tested outside the device and passed. No button error alarm noted. All of the buttons functioned properly; however, had corroded keypad traces. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked lcd window and stained end cap sticker.